Manufacturer narrative:
The pump has been returned to animas and evaluated by product analysis on 09/04/2014 as follows: review of the alarm history showed evidence of one call service alarm. An ezprime sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed for further investigation and no evidence of internal moisture or damage to the internal components was observed. The complaint was confirmed in the pump history but not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.